Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the fenestrated bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the instrument log of the fenestrated bipolar forceps (part # 471205-17/ lot # n14200608-0016) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2021 on system sl0242. The alleged event occurred on the 2nd use of the instrument. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was available for review. This complaint is being reported due to the following conclusion: during da vinci-assisted umbilical hernia surgical procedure, it was alleged that the user observed a broken black cable on a fenestrated bipolar forceps instrument. The instrument was replaced and the procedure was completed. While there was no harm or injury to the patient, a damaged conductor wire could likely cause or contribute to an adverse event if the cautery feature was used in the patient. In addition, the root cause of the customer reported failure mode is unknown.

Event description:
It was reported that during a da vinci-assisted umbilical hernia surgical procedure, the user observed a broken black cable on a fenestrated bipolar forceps instrument. The instrument was replaced and the procedure was completed. There was no report of any patient injury. Intuitive surgical, inc. (Isi) contacted the robotics coordinator and obtained the following additional information about the complaint: they noticed the cable was broken when the surgeon was picking up tissue at the very beginning of the case and never had the opportunity to use the bipolar energy. The surgeon replaced the instrument. There was no damage to the tissue.

Manufacturer narrative:
D02 - intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. The instrument was found to have a broken conductor wire at the yaw pulley at the distal end. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. This failure is attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.